Event description:
It was reported that the 9900 system would intermittently freeze up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The remote user interface was repaired and the joystick was replaced during the service call. The system was tested and found to be working as intended and put back into service.